Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing syncope. A remote interrogation was performed and showed there were no episodes in the past 72 hours. However noise was seen on both the right ventricular (rv) and right atrial (ra) channels and the rv lead impedance measurement was noted to be high at 1680 ohms, but not out of range. Approximately three weeks later the patient presented to the emergency room again with the same complaint of syncope. Another remote interrogation was performed, which yielded the same result. At that time the physician believed the patient's syncope to be non-cardiac related. This same pattern occurred six months later. Another six months later the rv lead exhibited high out of range pacing impedance measurements. A revision procedure was performed where the lead was tested on a pacing system analyzer (psa) and yielded the same high out of range impedance measurements. Subsequently the lead was surgically abandoned. The pacemaker was also electively explanted at that time. No additional adverse patient effects were reported.